Event description:
It was reported that the patient presented to clinic for device check. Device interrogation revealed no capture on right atrial (ra) lead. X-ray was performed and confirmed ra lead dislodgement. On (B)(6) 2025, the physician elected to reposition the lead. The patient condition was stable before or after and is recovering well.